Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The root cause of the event was determined to be leaking / defective mixer valves (no longer closing within the product specifications). After replacing the mixer valves, the device was found to be functional. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the leaking / defective mixer valves (no longer closing within the product specifications) could result in inadequate ventilation support.

Event description:
A biomedical engineer reported that during ventilation, the ventilator showed technical failure code tf5507 (indicating leaking/defective mixer valves) although mixer valve calibration passed. There was no serious deterioration in the health of a patient, user or other person. The ventilator alarmed visually and acoustically. Medical intervention was not required. Investigation is ongoing.

Event description:
A biomedical engineer reported that during ventilation, the ventilator showed technical failure code tf5507 (indicating leaking/defective mixer valves) although mixer valve calibration passed. There was no serious deterioration in the health of a patient, user or other person. The ventilator alarmed visually and acoustically. Medical intervention was not required. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information.

Event description:
A biomedical engineer reported that during ventilation, the ventilator showed technical failure code tf5507 (indicating leaking/defective mixer valves) although mixer valve calibration passed. There was no serious deterioration in the health of a patient, user or other person. The ventilator alarmed visually and acoustically. Medical intervention was not required. Investigation is ongoing.